Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle of the insufflation channel was clogged by a dark rubbery material. Additional findings include the following: the bending section cover glue was separated, the plastic distal end cover was damaged, the light guide lens was chipped, annual preventative maintenance was performed on the biopsy channel / keytop 1, the bending angulations were out of standard values, the air / water cylinder was scratched, the suction cylinder was scratched, and the vent valve was leaking. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had insufflation issues. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle of the insufflation channel was clogged by a dark rubbery material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.